Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the or, the guide wire became stuck in the catheter over needle and could not be advanced any further. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the guide wire became stuck in the catheter over needle and could not be advanced was not confirmed. One guide wire assembly and introducer catheter were returned. The returned guide wire had three kinks located .5, 4 and 7 cm from the j-tip weld. A manual tug test determined that both welds were intact. No defects or anomalies were observed on the catheter. The guide wire graphic specifies the length at 600 +/- 4 mm and the outside diameter at .788 / .826 mm. The outside diameter was measured at .807 mm. The guide wire length was determined to be consistent with the graphic. The catheter graphic specifies the inside diameter of the tip at .0360 +/- .0005 inches. The inside diameter was measured at .0355 inches. During functional testing, the returned guide wire passed through the catheter without resistance. The device history records were reviewed and did not reveal any manufacturing related issues. Both components were found to be within dimensional requirements. Therefore, operational context caused or contributed to the event. No further action will be taken.